Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the emergency room after receiving multiple shocks for a vt storm. Device interrogation revealed the device was in back-up vvi mode. An attempt to retrieve a device image was unsuccessful due to ongoing therapy for true vt. The patient went into cardiac arrest and required CPR. A download was performed and the device was reprogrammed. The longevity was severly diminished due to multiple therapies and it was recommended the device be replaced. The physician elected to wait until the device reached eri to replace the device.